Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was functionally tested on the generator and the hand control switch assembly was not functional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect internal components. Corrosion was found at the max hand activation dome. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is possible that the damage in the metal ring did not allow the device to be torque properly and return an error code message or instrument error.

Event description:
It was reported that during a ladg, an error 5 occurred. Although a distal end of the blade was cleaned, the event continued. The blade was broken off when it was cleaned again. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.